Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16788. It was reported that the implantable cardioverter defibrillator pocket was eroded, and infection had become systemic. The bacteria type and the primary and secondary cause of infection was unknown. There is no known allegation from a health professional that suggests the infection was related to the device or the leads. The whole system was explanted. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.